Event description:
The user reported that on (B)(6) 2023 while pulling on his tragus and the external auditory canal (eac), he felt something pop and come out of his ear. Since then the recipient has not been able to hear as well as before with the device. The recipient had canal closure procedure at implantation that has dehisced. Ci electrode is now in eac according to note. The surgeon believes that the dehiscence of skin was caused by the user. The surgeon is unsure if the active array is still intact and fully in the cochlea. The user has been explanted. At explantation, it was discovered that the coil and receiver stimulator of the device were extruding from the skin in addition to the ear canal tissue looking unhealthy for immediate re-implantation. Additionally, 10 electrode channels were seen extra cochlear at explantation. As per new information received, the wound healed completely after implantation surgery. The extrusion started in (B)(6) 2023. The user used the device after the electrode lead was in the eac. This report refers to 9710014-2023-00898. For further information please refer to this report.